Event description:
Event description guidant received information that this transvenous implantable lead exhibited impedance greater than 2,000 ohms when connected to the device. The lead was re-connected and the impedance was 1,900 ohms. The lead was removed and another lead was implanted.